Event description:
Reporter alleged obtaining discrepant blood glucose results of 61, 56, 213, 250, 245, 266, 254, and 270 mg/dl when all tests were performed within 10 minutes on the advantage system. No report of any actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.